Manufacturer narrative:
E.1 initial reporter facility: (B)(6) hospital. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) received an update from the customer stating that the stations were not syncing and that the issue was part of a larger problem being addressed at the corporate level, acknowledged the information provided and confirmed understanding of the broader scope impacting multiple stations.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was not communicated. User reported that when a nurse pulls a med on 1 station it should be updating on the other station but it's not. There were no adverse events or injuries reported based on this event.